Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. Additionally, the patient experienced pain while the rv lead provided pacing. Technical services (ts) was consulted to review a report and confirmed the noise and noted that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This rv lead is no longer in service.